Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the post-sensed t-wave oversensing (pstwos) event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, post-sensed t-wave oversensing (pstwos) was noted on the device. Abbott technical support was contacted, the session records were reviewed, and the pstwos was suspected to be due to premature ventricular contraction (pvc). No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.